Event description:
It has been reported that the bd ultra-fine¿ pen needle has been found experiencing inability to deliver medication during use. The following has been provided by the initial reporter: it was reported by the consumer that the needle clogged during injection. Verbatim: consumer reported needle clog during injection, does not re-use, does not prime. Lot # 90022897, product # 320144, exp 01-2024, occurrence date unknown.

Manufacturer narrative:
H.6. Investigation: customer returned six (6) used 32g x 4mm bd pen needles from lot 9022897. Consumer reported needle clog during injection, does not re-use, does not prime. All six returned pen needles were examined, and it was observed that five had bent non-patient end (npe) cannulas and one had a straight npe cannula. No evidence of manufacturing defects was observed on the six returned pen needles. The sample with the straight npe cannula was tested for flow using a test pen injector: this pen needle was able to expel properly, and no issues were observed. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all six pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It has been reported that the bd ultra-fine¿ pen needle has been found experiencing inability to deliver medication during use. The following has been provided by the initial reporter: it was reported by the consumer that the needle clogged during injection. Verbatim: consumer reported needle clog during injection, does not re-use, does not prime. Lot # 90022897. Product # 320144. Exp 01-2024. Occurrence date unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ pen needle has been found experiencing inability to deliver medication during use. The following has been provided by the initial reporter: it was reported by the consumer that the needle clogged during injection. Verbatim: consumer reported needle clog during injection, does not re-use, does not prime. Lot # 90022897, product # 320144, exp 01-2024, occurrence date unknown.